Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was inserted, the physician felt resistance and s/he could not advance the catheter. Therefore, the guidewire was checked and it was found that the spring of the guidewire had been extended. The physician allegedly punctured the vessel with IV catheter which was made by other company instead of puncture needle in the kit. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and appears to be use related. One 24 cm trialysis catheter and one guidewire were returned for investigation. Use residue was observed on both components. The guidewire was observed to be elongated approximately 14 cm from the j-tip bend. Microscopic observation revealed a break in the core wire. The proximal end of the break shows necking of the core wire and appeared to be slightly curved. This is indicative of the core wire experiencing tensile and torsional forces. As it is likely that the break occurred to excessive tensile forces, the complaint is confirmed to be use related. The IFU states ¿caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was inserted, the physician felt resistance and s/he could not advance the catheter. Therefore, the guidewire was checked and it was found that the spring of the guidewire had been extended. The physician allegedly punctured the vessel with IV catheter which was made by other company instead of puncture needle in the kit. There was no reported patient injury.